Event description:
The plastic liner luxated again in (B)(6) 2014. The patient was re-operated with a new revision of the acetabular component by the orthopaedics department of (B)(6) hospital on (B)(6) 2014. It became clear that the plastic liner had once again luxated out of the metal cup, and there were obvious problems with the locking mechanism for this prosthesis.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This product has been reported previously in report 1818910-201-23576 . Depuy considers the investigation closed at this time.